Event description:
Additional information was received from a health care provider via a product surveillance registry and a manufacturer representative. It was reported that on (B)(6) 2016, a catheter access port contrast study was performed. There was no break, kink, or disconnect of the catheter identified. There was free flowing cerebrospinal fluid with excellent dye spread. A rotor study was also conducted with no issues detected. The pump rotors spun properly. On the same day, the pump was reprogrammed with a 10% dose increase. Due to the concern over repeated residual discrepancy and age of the pump, the plan was to replace the pump.

Event description:
Information was received from a healthcare professional via a product surveillance registry regarding a patient receiving dilaudid (20.0 mg/ml at 1.721 mg/day) and bupivacaine (20.0 mg/ml at 1.721 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2015, the patient had a significant decrease in efficacy of pump medication. The clinical diagnosis was"decreased pain relief". There was a reservoir volume discrepancy (8.5 ml expected, 11.0 ml actual). The concern was regarding catheter occlusion. A catheter access port (cap) contrast study was done on (B)(6) 2015 and there was excellent flow of csf (cerebrospinal fluid); no break or disconnect identified. No action was taken. The event outcome was "ongoing". The event was not related to the implant procedure, possibly related to the device or therapy, and possibly related to the intrathecal medication dilaudid. The drug action that caused the event was noted as "decrease dose". Additional information was received on (B)(6) 2016 and it was reported that on (B)(6) 2016 another reservoir discrepancy was noted. The expected residual volume was 1.9 ml, but the actual residual volume was 10.5 ml. A pump/catheter check was scheduled for (B)(6) 2016.

Event description:
Additional information was received from a physician via product surveillance registry (psr) indicated the patient experienced decreased pain relief and the site did not identify the exact cause. There was excellent cerebrospinal fluid (csf), no break, kink or disconnect of catheter identified. The rotors spin properly. Due to concern over repeated residual discrepancy and age of pump the plan was to replace the pump. There was no modification entered in the database and the event was listed as ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via product surveillance registry (psr) indicated. A catheter revision was done when the pump replacement took place. The site noted "no break, kink or disconnect of catheter identified; rotors spin properly. Due to concern over repeated residual discrepancy and age of pump, plan to replace pump." The segment modified was (B)(4). The catheter was spliced.

Manufacturer narrative:
The main device, other components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Describe event or problem, relevant tests/lab data, other relevant history: updated to incorporate information received on 2017-jan-12. Model #/lot #: updated to reflect current UDI status. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 20.0 mg/ml of dilaudid at 2.064 mg/day and 20.0 mg/ml of bupivacaine at 2.064 mg/day via an implantable pump by simple continuous infusion for non-malignant pain. On 2017-jan-12, it was reported that on the patient¿s refill on (B)(6) 2016, a very high residual volume of 10 ml was withdrawn when a volume of 1 ml was expected. On (B)(6) 2016, the patient was admitted to the hospital for severe hypertension (240/115), chest pain, and diaphoresis. The patient had hypertension, dyslipidemia, and a pain pump for degenerative joint disease and scoliosis pain. The patient¿s sever hypertension was associated with a marked headache, shortness of breath. An EKG was done, which showed no st-segment changes and troponin, creatine kinase, and mb fraction within normal range. The patient was scheduled for a pump revision, which was cancelled and the patient was started on procardia and lopressor. The patient¿s blood pressure decreased to (160/71) and their chest pain was resolved. The patient¿s hypertension history was notable for poorly controlled hypertension in the past several years. The patient also had a history of diastolic dysfunction by echo, noted in 2013, and has been under marked mental stress lately. The patient had dyspnea and episodic wheezing, marked headaches associated with their hypertension. The patient has one-flight dyspnea on exertion and rare associated chest pain. The review of the patient¿s systems showed nocturnal cramping of legs, cramming with exertion, cold intolerance, occasional wheezes, marked mental increased stress, myalgias, thyroid disease. It was reported that the patient was observed to have a moderate right carotid bruit, mild right lower extremity pitting edema and a sinus rhythm with poor r-wave progression and sinus bradycardia, which lead to an inability to rule out anterior myocardial infarction. The impression of the patient was malignant hypertension, likely exacerbated by pain and mental stress, but with secondary causes such as renal artery stenosis. Additionally, the patient had exertional leg pain with mild abnormal ankle brachial index- considered peripheral artery disease. The patient was examined for the observed carotid bruit and mild calcific plaquing at the right carotid bulb and proximal right ica suggesting a 40-59% stenosis on right was observed. Mild calcific plaquing at the left carotid bulb and proximal left ica suggesting a less than 40% stenosis on left was also observed. Elevated flow velocity in the left subclavian artery with antegrade flow in the left vertebral artery and antegrade flow in the right eca and right vertebral artery was also seen. On (B)(6)2016, the patient returned to the hcp¿s office following a scheduled pump check. The patient¿s hcp confirmed that the catheter looked fine and the rotor was working, but had opted, due to the volume discrepancies and the age of the pump, to have the pump replaced. The patient reported pain described as shock-like, aching, burning, cramping, sharp, squeezing, and stabbing. The pain was characterized by tiring/exhausting and the patient had symptoms of radicular low back pain down the lower extremities, muscle spasms, and tingling and numbness. The patient was prescribed norco 10/325 mg up to 3 times a day to manage the pain until the pump replacement. The patient¿s status was reviewed and headaches, constipation, urinary loss of control, muscle weakness, sleep disturbances, and swelling of the feet were also noted. The patient¿s lumbar range of motion was markedly pain limited and the patient walked with a crutch and had an antalgic gait with partial non-weight bearing on the right foot. It was also noted that the patient¿s urine screen came back positive for opiates and benzodiazepines. The patient was assessed for chronic pain syndrome and intervertebral disc degeneration in the thoracic and lumbar region the patient¿s medical history included hypertension, renal disorder, arthritis, ulcer/stomach disorder, gastric surgery-lysis or adhesions and resection of the intestine, appendectomy, cholecystectomy, bladder surgery-suspension, hysterectomy, orthopedic surgery-right knee arthroscopy, tonsillectomy and adenoidectomy, vaginal mesh sling implant, degenerative joint disease, scoliosis, normocytic anemia of undetermined etiology, hyperthyroidism, chronic back pain, presumed peripheral artery disease the patient was also in a motor vehicle accident resulting in lower extremity and pelvic fractures. The patient¿s concomitant medications included the following: gabapentin: 300 mg capsule take 1 capsule by oral route daily for 90 d ays, proventil: aer hfa, nexium: capsule 40 mg, diazepam: 10 mg tablet, meloxicam: tablet 7.5 mg, cymbalta: capsule 60 mg, premarin: tablet 1.25 mg, levothroxin: tablet 25 mcg, bystolic: tablet 20 mg, lisinopril: tablet 40 mg, procardia, lopressor. The original source document contains information related to this event and was omitted. See pe #701621906 - inadequate pain relief

Manufacturer narrative:
Other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Additional information received reported that the pump was explanted/replaced on (B)(6) 2016 and that the catheter was revised on the same day.

Event description:
Additional information was received which clarified the outcome to be unresolved at the time of study exit as of (B)(6) 2016. Management of the patient's pump was transferred to another physician out of state.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) which indicated the outcome was noted as "unresolved at time of study exit/death/study closure". Follow-up was conducted to clarify the exact patient outcome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.